Manufacturer narrative:
Additional information: b2, d11 and g5.it was reported that revision surgery was performed and the poly was exchanged. The affected legion hk guided motion articular insert, used in treatment, was not returned for evaluation. Therefore a product analysis could not be performed. Our investigation including a review of the manufacturing records for the listed batch did not reveal any deviation from the standard manufacturing processes. A review of the complaint history for the listed part revealed no prior complaints for the listed failure mode with the same batch number. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A relationship, if any, between the device and the reported incident or adverse event could not be corroborated. No medical documents were received for investigation. No further medical assessment can be performed at this time. Possible causes of post-operative issue could include but not limited to patient medical history or traumatic injury. Review of the risk management files identified the reported failure as potential adverse events. Without the return of the actual product involved and no patient medical records available, our investigation of this report is inconclusive. Based on this investigation, the need for corrective action is not indicated. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened.

Event description:
It was reported that after primary hinge a revision surgery was performed and the poly was exchanged.